Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in bradycardia. Interrogation revealed a significantly elevated ventricular threshold. A chest x-ray was performed, which revealed that the lead dislodged. The lead was explanted and replaced. The patient was discharged.

Event description:
Related manufacturer reference number: 2938836-2019-03619.